Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus oralis in the culture and a wbc count of 1942/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on his liberty select cycler at home. It was explained the patient was not wearing a mask during pd setup and treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient experienced constipation simultaneously with this infection; however, the patient¿s constipation was due to inadequate fluid intake and unrelated to this adverse event. The patient is recovering at home remaining asymptomatic following antibiotic therapy. It was confirmed the patient¿s peritonitis and constipation were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus oralis in the culture and a wbc count of 1942/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on his liberty select cycler at home. It was explained the patient was not wearing a mask during pd setup and treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient experienced constipation simultaneously with this infection; however, the patient¿s constipation was due to inadequate fluid intake and unrelated to this adverse event. The patient is recovering at home remaining asymptomatic following antibiotic therapy. It was confirmed the patient¿s peritonitis and constipation were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.